Manufacturer narrative:
Possible products identified: 25-860-07-91 lot 33704706 25-861-05-91 lot 33573794.

Event description:
It was reported that a screw fixating a bsso plate was removed seven weeks after implant for unknown reasons after patient had achieved good bone consolidation. It was not replaced.